Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. There are two sets of meter readings. The patient's morning blood glucose results were 251 and 196 mg.dl. Tests were done within 10 minutes. The patient's lunch blood glucose results were 235 and 163 mg/dl. Tests were done within 10 minutes. "Check: 85 and 85; range 77-103". Patient did not experience any adverse events. No further information has been reported.